Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that during advancement through the heavily calcified, mildly tortuous and 90% stenosed anatomy, the balloon became compromised and/or damaged resulting in the balloon rupture at 10 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily calcified, mildly tortuous and 90% stenosed. Once at the lesion, the nc traveler balloon was inflated to 10 atmospheres and ruptured. The device was replaced with a same size non-abbott balloon to complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.